Event description:
Reporter indicated a pt underwent lead revision surgery due to high lead impedance. An implant card was later returned to the MFR which indicated the pt's lead was replaced due to a lead discontinuity. The explanted lead has been returned and is currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.